Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the provided medical information was reviewed by a consulting clinician who concluded: "there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer